Event description:
During the pulmonary vein isolation procedure, a sheath detachment occurred with no consequences to the patient. The irrigation tube of the sheath detached from the port after performing one of the transseptal punctures. There were two transseptal punctures with sl1 introducers. The sl introducer was exchanged and the procedure was completed without adverse consequences for the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. However, the extension tubing was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sideport tubing detachment remains unknown.